Event description:
It was reported that there was 40 ml remaining chemo that was not infused, and the provider opted in not completing the rest of the treatment this cycle. Continuous infusion rate: 3 ml/hour. Total reservoir volume: 0. Air detector and upstream sensor were on. Length of infusion: 46 hours. The pump was not used to prime the extension tubing as it was primed manually. This event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: corrected. H6. Codes: updated. Unable to confirm the complaint due to the device not being returned. No previous repair was noted for the last twelve (12) months. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.